Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient told hcp that the implantable nuerostimulator (ins) was removed but he still had the wires in. It was unknown why the device was explanted but the lead was not. It was unknown if the entire lead remains or just a fragment. Additional information received from healthcare provider (hcp) on (B)(6) 2017 reported that the device was totally nonfunctional and it had not worked well for patient. The patient had device explanted on (B)(6) 2013. It was noticed that a urine culture was obtained by catheterization during this procedure. Patient condition was noted as stable. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.